Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarms were noted. However, a corroded battery tube and battery cap contact were noted. Minor scratches on the display window and a cracked reservoir tube lip were also noted during the visual inspection.

Event description:
It was reported the customer had a failed battery test alarm on their insulin pump. Customer's mother also reported their insulin pump had fluid exposure. The customer's mother stated their battery was leaking acid onto the insulin pump. It was found the customer received a failed battery test alarm and a weak battery alarm shortly after. Customer's blood glucose was 316 mg/dl at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment. Customer was advised to revert to a back-up plan. No additional information provided.